Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have melting/breakage of the teflon pad at the tip/midpoint. There may be missing material, but the size of the missing pieces cannot be confirmed. Components adjacent to this teflon pad do not show damage. Common causes of the failure mode clamp arm teflon pad damage are attributed to use conditions. Teflon pad damage can be caused by prolonged activation with the clamp arm closed (with or without tissue between the blade and clamp arm) or from contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip became loose during procedure, without any miss use, just doing liver resection very normally and the energy setting normal as well. The procedure was completing as planned with no reported injury.